Event description:
An international distributor reported their customer's AED battery was depleted and the AED would not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.